Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unexpected restart alarm, blank display and high blood glucose. Customer's blood glucose level was 400 mg/dl. Troubleshooting for unexpected restart alarm was performed. Customer received the alarm, then realized the battery was dead, replaced the battery and the device would not power up. Customer's alarm history showed an external ram crc error alarm as well. Troubleshooting for blank display was performed. Customer was advised a replacement battery cap will be sent out and to monitor the device.